Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of cerebrovascular accident and thrombosis are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient underwent a stenting procedure on (B)(6) 2011. Post procedure, the patient's integrelin dosage was delayed and neuro changes occurred. The patient was assessed and nihss score was 3, with flattened nasolabial fold, asymmetry on smiling, and left arm and leg drift. A stroke was diagnosed based upon carotid ultrasound and the patient was taken back to the cath lab. Thrombectomy was performed. The nihss score improved to 0, but with left sided residual noted. Residual symptoms noted were a difference in sensation and the patient stated things just felt different. The patient was discharged to home on (B)(6) 2011. No additional information was provided.